Event description:
It was reported that during initial implant procedure patient's right ventricular lead exhibited high capture threshold and r wave amplitude variation. The lead was not installed and the procedure was completed using an alternate lead on (B)(6) 2022. The patient was stable.

Manufacturer narrative:
The reported events of failure to capture, unacceptable threshold, and r-wave amp variation were confirmed. As received, a complete lead was returned in one piece. X-ray examination found overtorqued inner coil broken and separated inside the connector region which is consistent with procedural damage. Electrical testing found internal shorts between conductor paths due to overtorqued inner coil inside the connector region consistent with procedural damage. The cause of the reported events was due to overtorqued inner coil inside the connector region.